Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer also reported that a minimum fill notification occurred after the user filled the cartridge with 60 ml of insulin during the load sequence. Customer¿s blood glucose level was reportedly not affected. Customer resumed insulin delivery successfully.